Manufacturer narrative:
Device (B)(4) relate to the fiber. Additional information provided through user facility medwatch, (B)(4): (B)(6). Procedure name cystoscopy, left ureteroscopy and laser lithotripsy.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, using a flexiva 365 laser fiber, the tip of the fiber broke off inside the patient's ureter when the fiber was pressed against the target area causing a linear tear and burn to the ureter. The burn is healing. The physician was able to remove the tip of fiber with a cook n snare device. Energy was being transmitted to the fiber from a holmium laser. The laser settings are unknown. Once the tip of the fiber was retrieved, the patient was stented and the procedure was aborted. Follow up with the customer indicated no additional information is available. Additional information was provided through a user facility medwatch, (B)(4) received by boston scientific corporation on (B)(4) 2012 stating the following information, surgeon had a flexible ureteroscope in the patient's left ureter. He was using the holmium laser with a flexiva 200 fiber wire at settings 0.6/8. Doctor used this fiber wire for a few minutes and then removed it from the ureteroscope. Surgeon asked for a fiber stripper, which tech did not have available. Tech then opened a new flexiva 200 fiber wire. When surgeon re-entered the flexible ureteroscope, he realized a piece of the previous fiber was laying in the patient's left ureter with some injury to the wall of the ureter. Surgeon then decided to place a ureteral stent and leave the ureteral stone in place at the time. Because of the injury to the ureter and the and patient's urethral dilatation from this, surgeon did leave an 18 french foley catheter in and left patient on antibiotics, pain medicine and ditropan for 4 to 5 days; and let the stent in for four to six weeks and will then plan to perform re-ureteroscopy.